Event description:
Left total knee arthroplasty performed on 9/27/96. Pt returned to surgery for removal of left knee prosthetic total joint on 1/24/97 due to infection of the left knee. Add'l cat#: 11-150830. Add'l lot #: 816330, 273310.